Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on 06/15/13. Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be greater than 6mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The device was removed and the patient was converted to manual compression for 15 minutes. Then a femostop was placed at the access site. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.